Event description:
Medtronic physio-control is investigating reports of devices that have failed an internal self-test due to an out-of-tolerance high voltage precision resistor under conditions of high humidity. Under worst case conditions, the resistance change could cause the defibrillator output energy delivered to a patient to be significantly low.